Event description:
Boston scientific received information that this right ventricular (rv) lead delivered five inappropriate shocks due to oversensed noise on the rate/sense channel. Noise was recreated in clinic with isometrics, however there was no pacing inhibition or asystole. The lead was explanted and successfully replaced. It was noted that the lead had fractured and it was suspected the fracture was caused by subclavian crush. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from the field indicating the lead was damaged during the extraction process and discarded. The lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report will be updated.